Event description:
The customer reported that while monitoring telemetry patients they lost all beds and the xhibit became unresponsive. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer stated that they had resolved the failure by power cycling the device. Following the power cycle, the customer confirmed the issue was resolved. Cause of failure was not determined.